Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-06253. It was reported the left scs lead was protruding through the patient¿s skin. As a result, the lead was explanted on (B)(6) 2018. It is unknown which lead is liable, so both leads are reported.

Event description:
Device 2 of 2; reference MFR report #1627487-2018-06253. Additional information identified that the cultures came back negative.